Event description:
(B)(4). Initial report: this non-serious case from (B)(6) was reported in a medical literature. This case involves a (B)(6) female who received 3 ml of poly-l-lactic acid injected into her upper and lower lips, for augmentation and contour improvement. Four months following the treatment, she presented with numerous submucosal pale nodules on both lips. Despite advice, the pt did not massage the affected area and refused to have a biopsy. She did not report a previous injection with an unk filler approx 18 months earlier in another centre. Following clinical evaluation, the pt was treated with intralesional injections of 0.5ml triamcinolone acetonide into each of the three nodules. Three injections were administered at 6-week intervals. Therapeutic results were satisfactory with significant volume reduction of all nodules. Although the results of lip augmentation remains adequate four years following the injections, the granulomas have not been completely resorbed. The pt's desire for improved lip volume and appearance must be balanced by the clinician's strong clinical experience of what poly-l-lactic acid and other fillers can achieve and a careful review of the pt's history. The clinicians must keep in mind that there is no substitute for appropriate informed consent and the possible, although rare complications associated with these products.